Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 240 ¿ 317 mg/dl with mild ketones. Health care provider (hcp) identified ketone level as dangerous/life threatening. Boluses were delivered via the pump to address the issue. Customer¿s father suspected the cause may be related to night time basal settings. System check was performed with tandem technical support and no anomalies were found; the pump performed as intended. Recommendation was made for customer to consult hcp regarding night time pump settings.